Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to customer¿s blood glucose level. Caller understood explanation that reset was part of routine system check and built-in safety feature, ensuring pump performance. Customer was educated on necessary actions following a reset and successfully resumed insulin delivery.